Event description:
It was reported that during a pci procedure, the pt2 guide wire fractured and the distal tip remains in the patient. The lesion being treated was located in an isr of 75% with calcification in the proximal circumflex (cx). First, another manufacturer's guide wire was inserted into the proximal cx, and the pt2 guide wire was inserted into the obtuse marginal branch (om). Ivus was performed at the proximal cx with no problem. The imaging catheter was unable to cross to the om branch due to catching on the stent in the cx. Then, a quantum maverick balloon was used to dilate the proximal cx to unknown atms. Then, the om branch became 99% stenosed and flow was delayed. Another manufacturer's balloon was used to dilate the om branch, with a dissection being following dilation. Another manufacturer's stent was used to treat the dissection. The pt2 guide wire moved from the om due to the imaging catheter, and was removed and reinserted in the om. Reinsertion was attempted with the quantum maverick balloon in the proximal cx, but it was unsuccessful as the two guide wires had become tangled and the quantum maverick balloon failed to cross the lesion. Then, the pt2 guide wire was removed, and the quantum maverick balloon was reinserted successfully, and dilation was performed to unknown atms. The pt2 guide wire was then reinserted a third time, with the distal tip fracturing in the left main. No attempts at retrieval were made due to the tip migrating to the aorta. Two days post procedure, the tip was confirmed in the left deep femoral artery. The patient remained stable and no additional intervention was done.